Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. The reported event of a pair new transmitter is reportable based on the finding of a failed transmitter alert. No injury or medical intervention was reported.